Event description:
Caller reported issues with accuracy of their meter. In 2009: patient obtained a 2.0 inratio inr. Patient had blood in his stool but did not go for lab draw. Four days later: patient was rushed to the hospital due to bleeding and pneumonia. Patient was in ICU. No test was done on inratio meter but patient reported high inr at the hospital ER but could not provide exact inr reading. About three days later: patient was released from the hospital. Patient tried to test with his inratio meter for the first time since he came home from the hospital and obtained errors three times. Patient is not on lmwh or heparin. Hct level is unknown. Patient tested his wife=1.0 inratio manufacturer discussed possible interference issue and recom to do lab draw and issued replacement meter and strips.

Manufacturer narrative:
See scanned table. End-user reported accuracy discrepant test results. There is insufficient data to determine discrepancy. The returned meter tested in comparison to the sysmex passed accuracy criteria. No product deficiency established. In-house discrepancy test record found strip within accuracy criteria. No further action required. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of date, 15 discrepant results complaints were reported for lot #080693 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. There has been 3 discrepant results complaints reported for lot #080818 yielding a complaint rate of 0.001%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.